Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system software needed to be reloaded because the system was displaying 'file corrupt' error message and would not boot up. There is no report of pt injury.